Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they cannot read the display and cannot hear the beeping. Customer did not mentioned blood glucose at the time of incident. The insulin pump had damage on the screen. Insulin pump will be returning for analysis.